Event description:
Tissue retrieval system- package opend and the device was "broken"- wire was broke on end; not used on the patient; staff opened another one. No delay or harm to patient.======================manufacturer response for tissue retrieval system, (brand not provided) (per site reporter).======================not known at this time.what was the original intended procedure?robotic assisted total laparoscopic hysterectomy and cystoscopy.device #1is this a laboratory device or laboratory test?no.